Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2007, with predilatation performed prior to stenting of the proximal rca with one xience v stent. Balloon angioplasty was performed on the side branch. No procedural complications were reported. In early 2009, the patient died suddenly at home, suspected myocardial infarction with no angina symptoms reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Myocardial infarction and death, as listed in the xience IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implant. In this case, it is unknown if the death is related to the product or to the procedure. It is possible that the death is a result of the myocardial infarction; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.